Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml fentanyl at 130.7 mcg/day and 30 mg/ml bupivacaine at 7.8 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump had flipped in the pocket. The pocket was then revised to re-secure the pump. The catheter was aspirated easily and was re-primed. The patient had not reported any symptoms other than the pump being flipped. The patient was noted to be "alive - no injury". No environmental, external, or patient factors were noted to have led or contributed to the issue. It was unknown was diagnostics or troubleshooting was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.